Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The clutch plate was replaced to remedy the fault. The autopulse platform is a reusable device and was manufactured in april 2014, beyond its expected serviceable life of 5 years. As part of routine service during testing, the platform was examined and found damaged bottom enclosure and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The cause for the physical damage was due to mishandling. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during functional testing displayed user advisory (ua) 17 (max motor on time exceeded) error message on the user control panel.